Event description:
Event description guidant received information that this lead was not successfully implanted due to damage. The lead was seperated. It is possible the damage may have been accidently induced by the physician. Another lead was implanted. The unused lead will be returned for analysis.